Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.